Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three weeks later, filter retrieval was scheduled. Access was gained via right internal jugular vein. Attempt was made to pass a 180 cm 035 amplatz wire through the 5 fr micropuncture sheath into the inferior vena cava. This was unsuccessful. Over the amplatz wire, a 5 fr 10 cm vascular sheath was placed. Through the sheath a 100 cm 035 angled glidewire and 5 fr 65 cm angled glide catheter were advanced into the inferior vena cava. The angled glide catheter was removed, the amplatz wire inserted into the angled glide catheter and advanced past the inferior vena cava filter into the distal inferior vena cava. The angled glide catheter was removed and over the amplatz guide wire, the inferior vena cava filter removal sheath was placed in the inferior vena cava past the inferior vena cava filter. An inferior venacavogram was showed that a g2 filter was present in the infrarenal inferior vena cava. There was slight tilt to the filter. There was a significant amount of filling defect within the inferior vena cava at the level of the inferior vena cava filter. Due to the large amount of thrombus, the filter will not be removed at this time. After four months, the patient underwent successful removal of inferior vena cava filter. Venogram was showed inferior vena cava filter was in below the renal veins with mild tilt. No thrombus in filter. Filter was completely removed via right internal jugular vein access. Therefore, the investigation is confirmed for alleged filter tilt and retrieval difficulties. However, the investigation is inconclusive for alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.